Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via e-mail that he experienced low blood glucose. The customer's blood glucose was 25 mg/dl at the time of incident. The customer's blood glucose was 165 mg/dl at the time of call. The customer treated her low blood glucose by eating cake icing. The customer stated that he also experienced a delivering anomaly. The customer stated that the insulin pump was delivering insulin when on suspend. The insulin pump will be replaced and will be returned for analysis.